Event description:
It was reported to philips that the device was unable to perform geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.